Manufacturer narrative:
(B)(4). The device remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed a decrease in longevity from 8 years to 6.5 years over a 6 month time period with no changes to device programming. A request was made to have data from this device analyzed. At this time, the device still remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.